Event description:
It was reported that the customer was hospitalized with a blood glucose level of 51-63 mg/dl. The customer alleged that cause of low was due to "too much insulin intake from the pump", however the customer declined to troubleshoot or give further information of the exact nature of too much insulin and the alleged root cause could not be determined. No further information regarding the hospitalization could be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.